Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the patient had the system explanted due to them needing an MRI scan. During the explant, part of the tined lead broke off and was not able to be retrieved. The hcp did not know how much of the lead was left in the patient¿s body. No patient complications were reported as a result of this event.